Manufacturer narrative:
(B)(4). Conclusions: device a arrived sterile and with the reload loose inside the package. The device was opened and the reload placed back on the device without any difficulties; while loading the reload, it clicked into place. The device was turned upside down and tapped; while doing this, the reload fell out of the device due to stack up clearance between the components. The reload was loaded on the device and the device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Device b arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The reload was loaded on the device without any difficulties noted and did not fall out. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, the staples would not hold. The stapler had a default in it out of the box. The reload wasn't completely snapped. The surgeon preloaded the stapler properly but when he used the device, the staples would not hold. The surgeon used a new device to finish the intervention. We are expecting details about the patient's health. A second stapler was quarantined because it had the same default on the reload. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.